Event description:
It was reported that during a procedure, when a surgeon was removing a mandrel from the subject device microcatheter, the resistance was felt and noticed that the coating was peeling. Another new device was used to complete the procedure. There were no clinical consequences to the patient due to the reported event

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during a procedure, when a surgeon was removing a mandrel from the subject device microcatheter, the resistance was felt and noticed that the coating was peeling. Another new device was used to complete the procedure. There were no clinical consequences to the patient due to the reported event.